Manufacturer narrative:
Based on a review of the provided medical records, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the problems experienced by the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2010 - the patient underwent a 2 part procedure which included a vaginal hysterectomy, rectocele repair, implant of a bard soft mesh mid urethral sling using stamey needles followed by cystoscopy. Per the operative details, "the suture on the other end of the sling (davol soft) was placed in the stamey needle and brought back to the suprapubic region. The sling (davol soft) was grasped in the midline and held directly below the urethra and all the slack was taken off the sling and the sutures tied down." On (B)(6) 2010 - post operative exam, patient has complaint of depression and pain. The patient was prescribed an oral antidepressant. There was no mention of any treatment for the pain. On (B)(6) 2011 - office visit, patient was diagnoses with a recurrent rectocele and enterocele. On (B)(6) 2012 -the patient underwent an appendectomy, during this procedure a hiatal hernia was discovered. No operative report provided. On (B)(6) 2012 - post operative exam, patient has complaints of right lower abdominal pain and back pain. On (B)(6) 2013 - office visit, the patient continued to have complaints of pain in her lower abdomen (suprapubic area), which radiates around her hips, back and groin areas. Per the medical records the patient states that she believes the pain is related to her ovaries which were left in situ.